Event description:
On (B)(6) 2012, pt's mother reported the down arrow button on the infusion device is not making a connection. Mother stated she and the pt were just at the doctor's office for a routine appointment and they were downloading his info when they noticed that all of his boluses were showing up in the history of the infusion device. Mother reported the rubber by the down arrow button has worn off completely and they are able to see the innards of the infusion device. Mother stated they noticed the rubber wearing off a couple weeks ago. Mother reported the button does pop back up after pressing and she was aware of the button recall. Mother stated the button failure is intermittent and if the button is pressed hard it works, but not every time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.